Event description:
The customer reported that, during receipt inspection, the video was not output to the connected device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The subject device device was not returned to olympus for evaluation. Further information was received and confirmed there was no issue with the otv-s190 device, as the issue was resolved by changing the image output settings. There was no malfunction of the device. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the issue were to recur.